Event description:
It was reported by the aci vascular closure specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the sealant and advancer tube did not remain proximal to the balloon upon the sealant delivery. The sealant came back with the advancer tube. The technician tried to shuttle the advancer tube but the advancer tube would not engage. The device was removed and checked once it was on the table. The patient was converted to approximately 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device showed the shuttle cartridge was disengaged from the handle with the introducer sheath flush at the distal end of the shuttle cartridge. The sealant was not returned with the device. Subsequent to unsheathing, a small piece of sealant was observed on the distal tip of the advancer tube. The advancer tube was engaged to the distal tamp lock. Based on the provided information and the investigation performed, the root cause for the reported failure to engage could not be conclusively determined. The review of the lhr (lot f1222703) indicated that the device lot met all established performance criteria prior to shipment.